Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The exhalation valve was cleaned to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit intermittently lost the ability to ventilate. There was no report of patient injury.